Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
On 26apr2018, it was reported that during the investigation of the returned device, wire damage was found, which caused pump stoppages. The event occurred during training while connected to a mock loop. No patient involvement. No further information was provided at the time of this report.